Event description:
Battery lifetime only 1 hour; warning alarms occurred but period from "battery low" until "unit shut down" maximum 2 minutes. Please, note there was no serious injury or death in this incident.